Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced the sleeve falling off. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that the np-sleeve was fell off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for unable to remove non-patient shield with the incident lot was not observed. The photos show a removed IV shield with the np shield still attached, however no failure / defect can be seen from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to remove non-patient shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced the sleeve falling off. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that the np-sleeve was fell off.